Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hematoma, drainage from the incision site and pocket infection. Cultures were taken and antibiotic treatment was administered. Pseudomonas bacteria was identified. The implantable pulse generator (ipg) system was explanted and replaced by a leadless pacemaker. No further patient complications have been reported as a result of this event.